Event description:
It was reported that the patient experienced ineffective therapy due to bone chip impinging spinal cord. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is responsible for ineffective therapy.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000178505.